Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display text that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment below the finger pad extending down to the primary seal. There was no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.